Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. Additionally, the patient does not have any contraindicating conditions. However, the knot was not coiled according to the IFU and the coil was not sutured deep enough into the tissue during the implant procedure. A representative conducted a review of sterilization and packaging records for the respective product lot; it has been confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to inadequate fixation as the clinician did not coil the lead according to the IFU (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported one of their wounds was not healing and their body was rejecting the lead. No explant/revision procedure is scheduled at this time. The incision is not completely healed. There is a small wound with a scab at the incision site and the patient said it is only slightly tender when they push on it.